Event description:
It was reported that pt complains of increased weakness, discomfort, and pain for the past year. His pain is along the high and left buttock. Pt is waiting for MRI and blood test results.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abgii. Additional info pertaining to the device referenced in this report (including x-rays and medical records) will be requested. Should additional info become available, the eval summary will be submitted in a supplemental report.